Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds and high out of range pacing impedance measurements on the right ventricular lead. Due to this, a lead safety switch was triggered. Due to patient decision, it was decided to not performed any changes. This device remains in service. No further adverse patient effects were reported.